Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the device log showed that the device was in sync mode and the patient's rhythm is an asystole, therefore, the device was unable to detect an r wave to perform a shock. In order for the device to perform a shock in sync mode, the device needs to sync with an r wave while the user pressed and hold the shock button. In this case, there was no r wave due to the asystole. Sync mode can be disabled manually, by pressing the sync button. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.